Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their stimulation intensity was ¿moving around a little bit.¿ the patient clarified that their intensity was changing and they hadn¿t made any changes to it. The patient stated that they would set it to 3.0 and the next time they would check it would be at 3.4. The patient further stated that sometimes it would go from 2.8 to 3.2. On the date of this report, the patient had it and 3.0 and reported that it was not holding the stimulation that they wanted it at. The programmer display showed that stimulation was on and that adaptive stimulation (as) was enabled. During the call, the patient confirmed that they were on group b at 3.0 and that as was turned on. It was noted that the as issue occurred about two to three weeks prior to the date of this report. It was further reported that the patient was experiencing a lot of pain around the implantable neurostimulator (ins) area. The patient stated that the pain was something new and that the ins was still in the same place and didn¿t appear to have altered in position. The patient reported that the ins site had tenderness, pain, and soreness. However, the patient further stated that the ins site was not tender or hot to the touch and was not swollen. The patient stated that the pain occurred daily; it was painful all the time and if they moved a certain way it was much more painful. It was noted that this occurred suddenly about two weeks prior to the date of this report. No recent trauma or falls were reported that could be related to these issues. The patient was redirected to follow up with their healthcare provider (hcp) to discuss programming/adaptive stimulation and to address the pain. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the issue was resolved. No further complications reported/anticipated.